Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient felt pulsing sensation when it comes to this device once a day when the device ran lead measurements testing. The patient noted that the sensations were happening more frequently most recently. A review of the case by technical services (ts) noted that abnormal pace impedance measurement which were out of range were seen via remote monitoring on the right atrial lead as well as anti tachycardia episodes showing artifacts and oversensing. Ts noted that unsuccessful right atrial pacing thresholds measurements could cause three repetitions of the test per day which corresponds to the patients inquiry. At this time the device remains implanted. No adverse patient effects were reported.